Event description:
This procedure was performed in (B)(6). The customer states that a nanocross was advanced over an 0.014 guidewire into the tibial artery. The nanocross was inflated for treatment of the lesion. After deflation of the catheter, the physician was not able to withdraw the catheter over the guidewire out of the patient. The nanocross was pulled out with force in multiple pieces.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation for summary a 0.014 guidewire was received locked up within the nanocross catheter. The balloon chamber was loose on the guidewire. The balloon chamber exhibits both radial and longitudinal tearing. The balloon chamber is pulled over the distal balloon cone. The balloon chamber guidewire lumen exhibits stretching, necking, and accordion bunching consistent with the reported event. All components of the device were accounted for.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.